Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for charge circuit timeout and charge circuit inactive on the patients end of life (eol) cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient opted not to replace or explant the device. The device is still in use. No patient complications have been reported as a result of this event.